Event description:
Device malfunction: partial stent dislodgment. Time of malfunction: during device preparation. Symptoms/ ae: na. It was reported that during device preparation while removing the stylet, the absolute pro stent partially dislodged from the stent delivery system. The device was not used and there was no patient involvement. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.